Event description:
Customer's wife reported her husband got a blank screen on his meter while attempting to test, and then received a reading of 105mg/dl a few minutes later. She stated he began to experience symptoms of confusion and sweatiness, and then went into a seizure. She also stated he bumped his head during the seizure. Paramedics were called and it is reported that they received a meter reading of 10mg/dl. Customer's wife stated that the paramedics used a defibrillator on the customer and treated him with "sugar water" and food. He was transported to a local hospital, diagnosed with hypoglycemia and was monitored and treated with insulin and dilantin for the seizure activity. It was discovered through adc customer service that the customer was using expired test strips. The reading comparison method reported is invalid. Customer's wife stated customer did not have a pre-existing seizure disorder, however, she stated since his release from the hospital he has two additional seizure episodes. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. Product has been requested for investigation, and a final report will be submitted when the investigation is complete.